Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced unstable angina. In (B)(6) 2011, the patient presented with unstable angina and underwent the index procedure with the deployment of an unknown size taxus ion drug eluting stent in the middle right coronary artery resulting in 0% residual stenosis and a timi iii flow. The patient was discharged the same day. In (B)(6) 2012, the patient presented with unstable angina and electrocardiogram reported sinus bradycardia. Cardiac catheterization was performed. Patient's electrocardiogram reported normal sinus rhythm.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).